Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Patient called to obtain device serial number of "textured implant". Patient also reported "wound on left side that did not heal" as well as "exchange from textured to smooth due to concern with the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported: "plaintiff alleges that one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering." This record is for the left side. The device has been explanted.